Event description:
The home patient (hp) sent in an empty pouch containing the lot number of a dry minicap. No other information was available. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: no defects were noted during the batch review of the reported lot number.